Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Externalized conductors were suspected to be the cause of the event. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.